Manufacturer narrative:
Follow-up #1 and final report submitted to update based on the results of investigation. 112230 pelvic array assy reported event: broken screw attachment surgical delay: less than a minute. Device evaluation and results: visual inspection. Visual inspection shows broken screw in neck area with elongation and twisting indicative of tensile failure consistent with over torqueing of the screw. Dimensional inspection: dimensional inspection was not done because visual inspection was sufficient to indicate failure. Functional inspection: functional inspection not necessary with broken screw. Device history review: a review of the device history records shows that (B)(4) parts with this lot number were manufactured, inspected, and accepted into final stock with no non-conformances. The dates and quantities are as follows: 3/8/2012¿ (B)(4). Complaint history review: a review of complaints in catsweb and trackwise related to catalog # 112230, lot #19080811 shows 0 additional complaints related to the failure in this investigation.

Event description:
The surgeon was completing a total hip arthroplasty procedure using the robotic arm interactive orthopedic system. The pelvic array assy screw attachment broke during the case.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was completing a total hip arthroplasty procedure using the robotic arm interactive orthopedic system. The pelvic array assy screw attachment broke during the case.